Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Tandem technical support decided to replace the faulty pump; the customer agreed to use multiple daily injections as a backup therapy while awaiting the replacement. Instructions for transitioning to the replacement pump and returning the malfunctioning one were provided, and the customer acknowledged understanding and compliance with these steps.